Event description:
(B)(4) study. Same case as MDR ID# MDR# 2134265-2012-05981 and 2134265-2012-05982. Same patient as MDR ID#: 2134265-2012-05979, MDR#2134265-2012-04724, 2134265-2012-04725 and 2134265-2012-05410. It was reported that during a stenting treatment procedure, a vessel dissection occurred. In (B)(6) 2011, the patient presented with unstable angina and cardiac catheterization was recommended. Two days later, elevated troponin values were observed and an event of myocardial infarction (mi) was reported. The patient did not experience any ischemic symptoms and the mi was treated with medication. That same day, the 1.5 x 15mm apex balloon was introduced to treat the 99% stenosed 1st diagonal with balloon angioplasty. The apex balloon was then introduced in the lad where it caused a dissection near the exit of the previously placed stent. A thrombus developed which grew in the proximal direction along a non-bsc guide wire, blocking an unspecified guide catheter. The thrombus was treated with thrombus aspiration. The 25% focal in-stent restenosis in the 3.0 x 20mm promus element stent in the mid lad was then treated with placement of a 3.0 x 12 mm promus element stent overlapping the distal end of the first stent. A final kissing balloon angioplasty was performed to the 1st diagonal as well as to the lad. Residual stenosis was 0% in mid lad and 50% in the 1st diagonal. During treatment, a 0.014 in x 185 cm kinetix guide wire was not able to be placed in the 1st diagonal. The patient was discharged three days later on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probably root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).